Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera elite ii video system center exhibited error e110 on the touchscreen display indicating white balance was not performing. It was indicated that the intended procedure was completed using the same device. Upon inspection of the customer¿s returned device it was observed, the display of the front panel blacked out intermittently due to a faulty control panel (cp) board, color bar was displayed on the monitor instead of the endoscopic image due to a faulty cp board, and no image was noted on the monitor screen due to a faulty distribution panel (dp) board. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned, it was observed, error e110 was displayed while doing a white balance adjustment due to faulty narrow band imaging (nbi) filter, heavy dust was noted inside the unit, cable was found rusty, corrosion was noted on the top cover, rear panel, access point board, and on the chassis, and scratch was noted on the front panel. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.